Event description:
It was reported that the right ventricular (rv) lead showed t-wave oversensing (twos). An interrogation noted a lead integrity alert (lia) was triggered for episodes of short interval counts (sic) and non-sustained ventricular tachycardia (nsvt). Reprogramming of sensitivity was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).